Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device breakage ('fragments of essure devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), asthenia ("no energy"), fatigue ("tired") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the device breakage, genital haemorrhage, abdominal pain lower, vulvovaginal pain, anxiety, migraine, headache, asthenia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008 now it is reported as (B)(6) 2010. Lot no. Is not readable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and device breakage ('fragments of essure devices') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), asthenia ("no energy"), fatigue ("tired") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the device breakage, genital haemorrhage, abdominal pain lower, vulvovaginal pain, anxiety, migraine, headache, asthenia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008 now it is reported as (B)(6) 2010. Lot no. Is not readable. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information were added. Rcc added. Event:fragments of essure devices were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), anxiety ("anxiety"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet- events anxiety, migraines, headaches were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008 now it is reported as (B)(6) 2010. Most recent follow-up information incorporated above includes: on 19-sep-2019: this is a retention case. All the information: reporter¿s information. Events ¿ (dysmenorrhea (cramping) and (did not undergo essure confirmation test) added. Events pelvic pain, abdominal pain outcome updated to recovered/resolved, references details and source documents were transferred from deletion case no. (B)(4). No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), asthenia ("no energy"), fatigue ("tired") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, anxiety, migraine, headache, asthenia, fatigue and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, asthenia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008 now it is reported as (B)(6) 2010 most recent follow-up information incorporated above includes: on (B)(6) 2020: social media contents received :reporters added. Events added- asthenia, fatigue, depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("abnormal genital bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.